Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly emitted a noise and the device started to emit smoke. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The manufacturer was unable to duplicate the customer's complaint of the device emitting smoke. The device was visually inspected by the manufacturer. The manufacturer found evidence of contamination. There was no evidence of thermal damage to the device. The device was tested and was found to operate and alarm to design specifications.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator emitted a noise and the device started to emit smoke. There was no report of patient harm or injury. The investigation is still ongoing. A follow up report will be submitted when the manufacturer has completed the investigation.